Event description:
The user facility reported their 3085 surgical table would not respond to hand control commands. The patient was transferred to a different surgical table subsequently causing a procedure delay. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the 3085 surgical table and found the table's control board assembly required replacement subsequently causing the surgical table to not respond to the hand control commands. The steris service technician replaced the table's control board assembly, tested the table and confirmed it to be operating to specifications. The technician advised user facility personnel that the hand control batteries were "slightly bulging" and recommended that the batteries be replaced however, user facility personnel declined to have the batteries replaced. The 3085 surgical table was manufactured in 2006 and is approximately 16 years old. The steris service technician returned the 3085 surgical table to service, and no additional issues have been reported.